Event description:
A medtronic representative reported the percutaneous reference cross pin frame breech is not closing properly. No pt was present at the time of the alleged malfunction.

Manufacturer narrative:
No pt was present at the time of the alleged malfunction. RMA issued. Medtronic investigation of returned suspect part finds the attachment tube has marks of abrasion that will not allow the percutaneous reference cross pin frame to seat properly. Otherwise, the frame returned good geometry and divot error readings. Wear is deemed to have caused the malfunction.